Manufacturer narrative:
(B)(4). Batch #: p91j5h. Investigation summary: the handpiece was received with har36 blade attached. In addition, the nosecone was slightly separate from the mid-housing and the mount was noted to be loose. As the blade could not be disassembled, no functional test could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nosecone and mid -ousing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. It is possible that the condition of the nose cone contributed to the assembly issue when trying to detach the instrument from the handpiece. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the scalpel could not be disassembled with the handpiece during procedure. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.